Event description:
Patient had cardiac cath with angioseal placement. The patient began to bleed at puncture site, manual pressure was applied. The patient then lost pulse, and the patient's limb became progressively cooler and returned to angio for thrombectomy. Complete occlusion was identified at the site of the previous day's puncture.